Event description:
Note: the date of event is unk. Note: no pt involvement. It was reported to boston scientific corp on march 25, 2009, that a microvasive rx locking device & biopsy cap system was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during preparation, the filter passed through the cap and into the scope. During retrieval, the filter was found to be lodged within the scope, which required the site to sent it out for repairs. At this time, the case outcome is not known.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.